Event description:
Follow up revealed that the patient underwent surgery to have their ipg replaced. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg became inoperable following an unspecified surgical procedure. In turn, the patient was unable to connect her ipg with the clinician controller. Reportedly, the patient experienced a loss in stimulation. As a result, surgical intervention may be pending to address this issue.